Event description:
It was reported that a leak from the needle shaft occurred. An icesphere 1.5 cx 90 degree needle was selected for treatment in the lung. During testing, gas/air was leaking from the needle shaft. Troubleshooting was performed by trying another channel. Another icesphere was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was returned for product analysis. The complaint device was tested for an air leak with none found. No air bubbles were seen coming from the needle shaft or the handle joints. The device was ran through a freeze cycle and produced an iceball of adequate size. There was no issues found with the functionality of the device.

Event description:
It was reported that a leak from the needle shaft occurred. An icesphere 1.5 cx 90 degree needle was selected for treatment in the lung. During testing, gas/air was leaking from the needle shaft. Trouble shooting was performed by trying another channel. Another icesphere was used to completed the procedure. There were no patient complications.